Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped maintaining her ipg as recommended. As a result, the charging system and programmer were no longer able to communicate with the ipg due to it being inoperable. An sjm representative attempted to troubleshoot the issue to no avail. As a result, the patient's ipg was explanted and replaced (with a different model) via surgical intervention. During the procedure, the doctor also electively explanted the patient's leads (non-sjm devices) and her extension. Her leads were replaced with an sjm brand lead. Therapy was restored post-op.